Event description:
Boston scientific crm received information that this patient has had chronic implantation with implantable cardioverter defibrillators (ICD) due to ventricular tachycardias (vt). The patient is also on amidoron pharmacologicals to slow down the tachycardias. The patient suffered from diarrhea on holiday, which resulted in an electrolyte lapse. This lapse further resulted in tachycardias around 150bpm, which the device recognized and delivered therapy. Initially, atp delivery did not abort the tachycardia, so the device escalated to five full capacitor shocks. On the device electrograms (egms), it was observed that the first shock delivered displayed a shock impedance measurement of greater than 125ohms. The other 4 following shock impedance values were less than 20ohms. It was questioned whether this lead became fractured or has an insulation anomaly. Although the patient is now hospitalized with this clinical observation, the patient has not displayed any recent vt episodes. It was advised that the physician should disable the tachycardia therapy while the patient continues to be monitored. Additionally, a lead revision should be performed. The patient returned to (B)(6) for the procedure.

Manufacturer narrative:
Approximately one week later, the patient returned to (B)(6) for the explant procedure of the device and lead. The products were discarded at the procedure and will not be returned. Reportedly, there was no visible damage to the lead in question. No further information was provided to our company. If additional information becomes available, this report will be updated.